Event description:
Patient called reporting a home 5-fluorouracil (5-fu) pump was leaking. Returned to unit. Pump clamped (pump appeared full), port flushed, leaking from cap closest to the patient. Cap changed to that site and flushed showing leaking. Port deaccessed and reassessed with new supplies. No leaks noted on new needle set. Pump hooked back up to patient. No leaks noted.